Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 1 tube had a broken shield (at bottom of closure). There was no leaking reported. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The photo was evaluated and confirmed the presence of a damaged hemogard closure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged/cracked product component(shield) based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.